Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during an explant of the patient's neurostimulation system, a catheter kink and occlusion was observed. The clinical diagnosis was increased pain. The severity was considered "mild". The actions taken as a result of the event include surgical intervention to splice the catheter on (B)(6) 2015. The outcome resolved without sequelae on (B)(6) 2015. The pump was used to infuse morphine, bupivacaine and clonidine.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Analysis of the catheter identified a dried drug, blood or foreign material occlusion.

Event description:
It was reported that the catheter was kinked and there was a possible granuloma. The distal segment was removed. The pump was used to infuse an unknown type of drug. No additional information was received regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that a cause of the kink and occlusion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.